Manufacturer narrative:
The device was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of log files revealed a decrease in power consumption and estimated flow starting on (B)(6) 2017. Multiple low flow alarms have been logged since (B)(6) 2017. Of note, the patient was taken to the operating room (or) for exploration and washout where a large hematoma was evacuated from the pericardial space around the right ventricle (rv). Following the evacuation, pulsatility of the lvad returned to baseline 3-4 lpm. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information and risk documentation, the low flows may be attributed to multiple factors including but not limited to ventricular tachycardia, inappropriate pump rotational speed, obstruction at the inflow cannula. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that following the implant procedure the patient demonstrated approximately 3 liters per minute (lpm) of pulsatility with the left ventricular assist device (lvad). Roughly one hour later pulsatility had diminished to approximately 1 lpm. At that point no intervention was done as the patient was having significant fluid shifts post-implant. Overnight the patient had a lot of ventricular tachycardia (vt) and suction events which required decreasing the lvad speed and giving volume. The patient continued to worsen overnight to the point where pulsatility was < 0.5 lpm. The next morning the patient was taken to the operating room (or) for exploration and washout where a large hematoma was evacuated from the pericardial space around the right ventricle (rv). Following the evacuation, pulsatility of the lvad returned to baseline 3-4 lpm. Since the surgical intervention, the patient has been stable with good pump function. Intravenous medications were weaned and the patient remained in the cardiothoracic intensive care unit (cticu) for close monitoring. No further patient complications have been reported as a result of this event.